Event description:
On (B)(6) 2019 it was reported to k2m, inc. That the tip of a locking screw inserter shaft bent/twisted intra-operatively. (Related to 3004774118-00049)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the screw inserter, it was observed that the hexalobe feature at the distal tip was worn. This deformation may present difficulty during disengagement.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That the tip of an inserter inner shaft broke intra-operatively. The tip of the inserter shaft and locking screw inserter shaft remain in the patient. (Related to 3004774118-2019-00049).